Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. A system check was performed by tandem technical support and no issues were identified. The customer successfully resumed insulin therapy.